Event description:
It was reported that increases in capture threshold and lead impedance were observed. When repositioning was unsuccessful, the lead was capped and replaced. Patient medical condition after the procedure was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: partial lead with the connector pin measuring 12.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.